Event description:
Patient reported rupture device diagnosed by ultrasound. The device was explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number. The device that is seen rupture in the photos is labeled as left. Red particles are observed in the shell. By the position of the photos it is not possible to verify the batch number or catalog device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported a right side rupture. Device was explanted.